Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician tried to press the deployment button of a 6f exoseal vascular closure device (vcd); whoever, it was hard and it could not be pushed through. When depression of the button was attempted, the button would not depress at all. The device was removed as it was and hemostasis was achieved by manual pressure. The bleeding stopped in about 30 minutes. There was no reported patient injury. The intended procedure was treatment of the superficial femoral artery. There were no visible signs of device/package damage prior to use. A 6f non cordis sheath was used to make a crossover approach. After that, the sheath was changed to another short non-cordis 6f sheath and the exoseal was used. The back-flow from the indicator stopped and the doctor retracted it. The visual indicator window changed to black-black. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis of greater than 50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The indicator window did not show any red color during retraction. When the device was checked outside the body, the indicator monitor was completely black and it could not be deployed with normal force; therefore, the physician forcefully pressed the button and finally managed to deploy the plug. The device was discarded at site and cannot be returned.

Manufacturer narrative:
As reported, the physician tried to press the deployment button of a 6f exoseal vascular closure device (vcd); however, it was hard, and it could not be pushed through. The device was removed as it was, and hemostasis was achieved by manual pressure. The bleeding stopped in about thirty minutes. There was no reported patient injury. When depression of the button was attempted, the button would not depress at all. The intended procedure was treatment of the superficial femoral artery. There were no visible signs of device/package damage prior to use. A 6f non cordis sheath was used to make a crossover approach. After that, the sheath was changed to another short non-cordis 6f sheath and the exoseal was used. The backflow from the indicator stopped and the doctor retracted it. The visual indicator window changed to black. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, and there was no stent near the puncture site. The vessel did not have stenosis of greater than 50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to a solid black color. The indicator window did not show any red color during retraction. When the device was checked outside the body, the indicator monitor was completely black and it could not be deployed with normal force; therefore, the physician forcefully pressed the button and finally managed to deploy the plug. The device was discarded at the site and cannot be returned. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18387395 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event of ¿deployment lever (button) frozen/locked¿ cannot be evaluated. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.